Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was not feeling stimulation, they had been having trouble with their bottom, and had pressure on their bladder like they did before they were implanted. The patient tried to increase stimulation but could not get it to work. Syncing with the programmer showed stimulation was off. The patient turned stimulation on and felt stimulation in the correct location. The patient was going to monitor symptoms and follow up with their healthcare provider if symptoms did not resolve. No further complications were reported.